Manufacturer narrative:
S/w 2.6d pump not received stuck in manufacturing mode. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to cold solder joint on u1 keypad assembly. Unit was received with stained/faded serial number label, cracked battery tube threads, cracked case at display window corner, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medical device reporting regulation.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 81 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. The customer was advised to monitor and call back if the alarm recurs. The insulin pump will be returned for analysis.